Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's left toes were "curling" and it started "about a month" prior to the report. On (B)(6) 2013 the patient decreased stimulation from 2.2 volts to 1.5 volts and her toes "released," but her symptoms returned. The patient also stated she got a "jolt in her butt cheek every now and then"; this also started "about a month" prior to the report. The patient had no falls or trauma but had "bumped her back side." The patient felt her implant through her skin and was seeing a health care provider (hcp) for her left hip and leg issue. The hcp reportedly told the patient that she had "some sacral nerve issues," that "something was pinched." The hcp also said the toe curling "might be due to the implant." The patient had not tried changing programs. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va02utb, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).